Event description:
The information received indicates the bed has no functions available from the either side rail.

Manufacturer narrative:
The facilities maintenance found the left side rail ucm cable was cut. Maintenance replaced the ucm cable and the power control module to repair the bed.